Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-09814. It was reported that the patient presented remotely with noise on the system. The physician decided to explant the right ventricular lead and the generator. The device and lead were replaced, and the patient was stable before, during, and after the procedure.